Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was displaying the "battery indicator". The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2011 at 5:00pm. The patient stated that he manages his diabetes with insulin: 30units of "u 500" and reported skipping his usual insulin dosage in response to the reported issue. About an hour after the alleged product issue occurred, the patient claimed to have developed symptoms of "shakiness, blurry vision, and itchiness" and immediately after, self treated with food/drink. During troubleshooting, the cca determined that the batteries did not need replacement. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.